Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/28/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: (B)(4): a prolene 7-0 disintegrate on a distal. (B)(4): a prolene 8-0 disintegrate on a distal months ago. - could you kindly confirm the prolene product code in each event ((B)(4)), please? M8703 - could you kindly provide the lot number in each event, please?unknown. - please provide the source or name of person providing answers to follow-up questions: cs spoke to surgeon. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the surgeon who stated he had a 7-0 disintegrate on a distal. He had a complaint on a 8-0 months ago. He¿s since been using 7-0 and he notified me yesterday of his similar experience with the 7-0. His colleagues were not using the 8-0 at the time. They are currently using 7-0. I have not had any feedback from his colleagues. There were no a patient consequences reported. Additional information was requested.